Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer had reported high blood glucose (bg) levels; however, the value of the levels was not provided. The customer did report a bg of 183 mg/dl and a correction bolus was delivered to address this bg level. During troubleshooting with tandem customer technical support (cts), the occlusion appeared to be related to the cartridge. The customer changed the cartridge and the occlusions reoccurred. The customer did state that the type of insulin had recently been changed to novolog and noted red hard spots in the location of the infusion set site indicating a possible sensitivity to the insulin. Cts advised the customer to discuss the events with a healthcare provider.